Event description:
This report summarizes 20 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
The the device was evaluated and it was determined to be experiencing difficulty operating the head section, which is not reportable. The count of events has been corrected to reflect this.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 20 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 21 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There was no patient involvement.